Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer was unable to slide the white party away from the gray part, and it seemed totally jammed on a bd nexiva¿ closed IV catheter system .

Event description:
It was reported that the customer was unable to slide the white party away from the gray part, and it seemed totally jammed on a bd nexiva¿ closed IV catheter system .

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on this lot. Received one used nexiva 20ga winged adapter with extension set, a package label and three unused nexiva 20ga units is sealed packages from catalog number 383536, lot number 8275650. Two photos were submitted for review. Photo one displayed a nexiva 20ga winged adapter with extension set and partial view of the package label. Photo two displayed a nexiva 20ga winged adapter with extension set and full view of the package label. In a biohazard bag. Visual/microscopic evaluation: used: there was cured adhesive in the crevice between the tip shield and the grip. Unused: there was no mechanical/physical damage to any of the components. No adhesive was observed on any of the units. Simulation test: a retraction inspection was performed by placing fingers to hold the catheter adapter across the wings and the grip on both sides. Used: the disengagement was unsuccessful. Unused: the grip was pulled away from the tip shield with no grinding or resistance. Based on the review of the submitted photos, the photos didn¿t reveal any visible anomalies or damage that would contribute to the alleged defect. The defect needle disengagement difficult was identified, confirmed and replicated with the returned used unit. The cured adhesive dripped on tip shield and grip. This occurs in zone 6 of the nexiva full auto line.